Manufacturer narrative:
(B)(4) for the reported event of blockage within the stent due to tissue ingrowth. (B)(4) for the reported event of holes in the stent cover. The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental manufacturer's report will be filed.

Manufacturer narrative:
The stent was returned for analysis. A visual examination of the returned device found that the stent had numerous holes smaller than 1.0 mm in diameter in the silicone coating throughout its length. Slits were present in the stent cover in three of the looped ends of the stent. It was noted that no tissue ingrowth was present. A review and analysis of all available information indicated that the most probable root cause is user error. A product labeling review identified that the device was not used per the directions for use (dfu)/product label. The dfu states "the wallflex esophageal fully covered stent system is intended for maintaining esophageal luminal patency in esophageal strictures caused by intrinsic and/or extrinsic malignant tumors, and occlusion of concurrent esophageal fistulas. The wallflex esophageal fully covered stent system is contraindicated for placement in esophageal strictures caused by benign tumors, as the long-term effects of the stent in the esophagus are unknown". However, the device was used to treat a non-malignant stricture. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications.

Event description:
It was reported to boston scientific corporation that a wallflex esophageal fully covered stent was implanted during a esophagogastroduodenoscopy (egd) procedure. According to the complainant, the indication for the stent placement was treatment for a non-malignant esophageal lesion. The patient was not noted to have tortuous anatomy and the lesion was not dilated prior to the stent placement. The stent was implanted successfully approximately 4-5 weeks prior to (B)(6) 2013. On (B)(6) 2013, during a follow-up visit, the physician discovered several areas of tissue ingrowth through the stent cover. The stent cover was noted to have multiple ¿tiny slits¿. Therefore, the stent was removed from the patient. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a wallflex esophageal fully covered stent was implanted during a esophagogastroduodenoscopy (egd) procedure. According to the complainant, the indication for the stent placement was treatment for a non-malignant esophageal lesion. The patient was not noted to have tortuous anatomy and the lesion was not dilated prior to the stent placement. The stent was implanted successfully approximately 4-5 weeks prior to (B)(6) 2013. On (B)(6) 2013, during a follow-up visit, the physician discovered several areas of tissue ingrowth through the stent cover. The stent cover was noted to have multiple ¿tiny slits¿. Therefore, the stent was removed from the patient. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.